Event description:
It was reported that the patient underwent a pump dose increase on (B) (6) 2010. At that time, the pump was "fine" with an elective replacement index of approximately 37 months. On (B) (6) 2010, the patient had a microdiscectomy. On (B) (6) 2010, the pump alarmed and it was noted that "eri was triggered according to the logs." As the patient was going overseas, he requested urgent pump replacement. The patient had not experienced interruption of therapy. The pump was replaced on (B) (6) 2010 and the patient recovered without sequela.

Manufacturer narrative:
(B) (4).